Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 3.5 x 28 mm xience xpedition otw was advanced into the patient anatomy and the physician rotated the delivery system catheter at the hub, in order to "corkscrew" the stent into position at the target lesion. The delivery system balloon was inflated and the stent was deployed. The physician then deflated the balloon; however, the balloon would not fully deflate and the physician determined that the inner member had collapsed due to the torquing of the device. The physician then rotated the delivery system catheter in the opposite direction and was able to deflate the balloon. The device was then removed without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.